Event description:
It was reported that when the patient presented to the hospital for a lead revision procedure due to failure to capture and failure to sense on both the right ventricular (rv) and right atrial (ra) leads, in addition the ra lead had false automatic mode switches. Both leads were explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-01364, as it was a duplicate of manufacturer report number 2017865-2025-97570.